Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: implant happened on (B)(6) 2016. Latest CT demonstrates thrombus formation within the grafts. Patient being put onto dual platelet therapy by vascular team. Patient outcome: the patient required additional procedures due to this occurrence: "ongoing CT scans, extra medical therapy and medical reviews" according to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H9) 3005580113-12jun2017-001-r. Summary of investigational findings: the proximal component is likely the 26 x 105 mm device and the distal component is likely the 22 x 105 mm device. The diameter discrepancy between the two components would not be expected to cause significant infolding, but the diameter of the thoracic aorta narrows from 25 mm at the lsa to 18 mm in the mid descending thoracic aorta. The overlapping of the 26 mm component within the smaller 22 mm distal device and that overlap occurring in an even smaller diameter aortic segment, likely resulted in significant infolding of the 26 mm component. The proximal and distal graft segments appear widely patent, but there is a moderate amount of mural thrombus seen within the overlap segment of the two components. The thrombus is mostly limited to this segment. The most likely root cause is infolding in the narrowing segment of the aorta. No evidence to suggest that the device was not manufactured according to specification. Recall was initiated as indication for use for btai has been removed from the product labeling. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.